Event description:
It was reported during routine generator change out that the atrial lead exhibited a drop in pacing impedance. The insulation had been compromised and could not be repaired. The lead was capped on (B)(6) 2024. The patient was stable and asymptomatic.